Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2011. They subsequently underwent right knee revision surgery on (B)(6) 2022, approximately 11 years 3 months after their initial procedure. The patient has claimed the following injuries and complications: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, gait impairment; poor balance; difficulty walking; component part loosening, soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. However, the reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.